Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary angiography procedure. The procedure was completed as planned as it was intermittent problem. The philips field service engineer (fse) examined the system onsite and confirmed that the system intermittently unable to produce x-rays. Upon troubleshooting, the philips field service engineer (fse) visited onsite, examined the system log files and found error 'tube arc and tube current out of range'. To resolve the issue, fse performed tube conditioning and tube adaptation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to produce x-rays, which can impact imaging. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.